Event description:
The facility reported to baxter canada a pump with failure code 810:11 on channel a. This failure occured during patient use. It is unknown if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 27 2007. Evaluation summary:the reported condition of failure code 810:11 on channel a was confirmed by the facility. The facility stated that failure code 810:11 was due to an out of specification air in line printed circuit board (ail pcb). The facility recalibrated the ail pcb. Device was evaluated on site by the facility.